Manufacturer narrative:
Product event summary: the sheath 4fc12 with lot number 20198 and the data files were returned and analyzed. The data files showed at least 14 applications were performed with a balloon catheter afapro28 with lot number 98528 without any issue on the date of the event. Visual inspection of the sheath showed the shaft was kinked during the transport. Multiple aspirations / injections were performed without air bubbles or leaks and the hemostatic valve was leak tight. The distal tip was intact, no fractures, breaks or kinks noticed. No teflon delamination noticed at the tip of the shaft. Functional testing of the sheath showed deflection worked as per specification. In conclusion, the reported clinical issues(tamponade, pericardial effusion, and hypotension) could not be confirmed through testing. The sheath passed returned product inspection as specification. There is no indication of relation of adverse event to the performance of the cryo device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient had a drop in blood pressure despite medication support. An echocardiogram noted a pericardial effusion and a cardiac tamponade was diagnosed. A pericardiocentesis was performed. The case was completed with cryo. The patient's hospital stay was extended. No further patient complications have been reported as a result of this event.